Event description:
The following was reported to hamilton medical ag: summary: technical event 232035, 232008 due to mainboard.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defecive esm board. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: technical event 232035, 232008 due to mainboard.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective esm board. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.